Manufacturer narrative:
Device 4 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 02 april 2024, it was reported that six infusion sets were not adhering. Blood glucose level was high 270 mmol/l and treatment was given. Patient's bg at time of incident was 270 mmol/l. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.